Manufacturer narrative:
Other relevant device(s) are: product ID: 9733624, serial/lot #: unknown. Product analysis: cart 9733858 s7 assembled staff 220 v - connection cabling/hardware damaged cable 9733624 footswitch 15 ft - connection cabling/hardware damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system had a damaged foot switch. It is not clear how this damaged occurred. There was no patient present at the time of the event.